Manufacturer narrative:
(B)(4). Device passed the sleep current measurement, active current measurement and displacement test. No low battery alarms or unexpected battery power loss noted during testing. Device functioning properly. However, power graph management tool shows abnormal behavior and unexpected low battery alarm noted in the long trace. Problem isolated to electronic assembly. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the customer noticed that they were changing batteries quite often much faster than usual. The customer received a replace battery now alarm. The customer stated that they received a low battery alert prior to the replace battery alert or replace battery now alarm. The timing was not less than 8 hours from the low battery alert to the replace battery alert or replace battery now alarm. The customer stated that the battery was not previously used. The customer stated that the battery cap was not loose, cracked or damaged. This was the second occurrence of replace battery alert or replace battery now alarm in less than 8 hours after a low battery warning. No harm requiring medical intervention was reported. The device will be returned for analysis.